Manufacturer narrative:
Product event summary # product ID# (B)(4). The device was returned and analyzed and no anomalies were found.

Event description:
It was reported the patient experienced an "allergic rejection" of the implantable cardioverter defibrillator (ICD). The device was removed. Also reported, the ICD was implanted after the use before date. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.